Event description:
The heparin pump on the fresenius 2008h dialysis machine was set to infuse 500u (.5cc) per hr. 10 cc's of heparin (1000u per cc) were infused within the first 30 mins of the dialysis treatment.